Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient received a heart transplant on (B)(6) 2015. The patient was finishing his 30 days as 1a status on the transplant list; however, due an infection, the patient received an exception and was kept as 1a status. The infection was bacteremia with no source.

Manufacturer narrative:
Approximate age of device ¿ 11 months. The pump was returned to the manufacturer for evaluation, but the evaluation is not yet completed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.

Manufacturer narrative:
Device evaluation: a specific cause for the reported driveline infection and a correlation to the device could not be conclusively determined. The instructions for use lists infection as a potential adverse event associated with use of the heartmate ii left ventricular assist system. The pump was returned assembled with the driveline cut approximately 1 inch from the pump housing and the rest of the driveline was not returned. All parts of the sealed inflow conduit were returned. The inlet elbow was attached to the pump. Approximately 4 inches of the sealed outflow graft and the outflow graft bend relief was also returned. A bend relief collar was present secured with blue suture. The outflow elbow was returned attached to the pump. The evaluation did not reveal deposition within the returned pump. Electrical continuity testing did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.